Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, it was discovered that the right atrial lead had dislodged. The lead was repositioned successfully. The patient was in stable condition.